Manufacturer narrative:
**UDI related data quality updates only**

Manufacturer narrative:
During servicing at zoll, the autopulse platform (sn (B)(6)) failed functional testing due to user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) displayed upon powering on. The root cause of the ua07 was due to a failed load cell. The broken and cracked enclosures and load cell failure were likely attributed to mishandling, such as a drop. Upon visual inspection, broken parts of the bottom enclosure handle and multiple cracks on the front-end area of the front enclosure were noted. The observed physical damages appear to be the characteristics of the harsh impact caused by user mishandling, such as a drop. The damaged parts were replaced to address the observed physical damages. The load cell characterization result indicated an over-reporting single point load cell module 1 and will affect the linearity of the two load cells installed in the autopulse platform. The failed load cell was replaced to address the ua07. Following service, the autopulse platform passed the run-in and final tests without fault or error. Historical complaints were reviewed for service information related to the reported complaint, and no similar complaint was reported for the autopulse platform with sn (B)(6).

Event description:
During servicing at zoll, the autopulse platform (sn (B)(6)) failed functional testing due to user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) displayed upon powering on. No patient involvement.